Manufacturer narrative:
Per the field service representative (fsr), the reported non-clinical activity was during a check of the unit by the perfusionist. The fsr ran testing on the hlm and found that the batteries were 18 amp hours (ah) which was within specification range and the power indicator on the ccm was green. The fsr replaced the batteries and performed release testing successfully. The unit operated to the manufacturer's specifications. Per data log review: the system was used on (B)(6) 2022 and the battery capacity was full (18 ah). On the next power up the date on the ccm changed to 09oct2070. This caused the reported issue of low battery power and a red battery indication. The power manager thought the base had been powered down for 48 years. It is also likely that the user was informed that the battery lifetime was reached.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) battery backup power was showing red on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to meet voltage measurement specification and conductance measurement specification after charging. Once recharged they both were able to power the test platter for 54 minutes, passing the specification for battery discharge time. It was determined that the batteries met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.